Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2012. (Patient date of birth and weight are unknown). According to the complainant, during the diagnostic hysteroscopy, a burn on the patient's vaginal mucosa was observed. The size and severity of the burn has not been provided. Avc cream was administered as treatment to the burn. There were no further complications reported with this event. An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Manufacturer narrative:
The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.